Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The insulin pump's screen was scratched and it was difficult to read. The customer¿s blood glucose level was not known at the time of the incident. No significant events leading up to the damage were reported. The insulin pump will not be returned for analysis.